Event description:
Ost-cesarean section pt receiving magnesium sulfate continuous infusion at 2 grams/hr (50ml/hr) from 0700 to 1100 in 2006. Pt's serum magnesium level drawn at 0800. At 1100, serum magnesium level reported to be 7.1. Physician ordered magnesium infusion to be changed to 1 gram/hr (25m/hr). Pt became unresponsive shortly thereafter. Was treated successfully with intravenous calcium and returned to baseline hlth status.